Event description:
It was reported that this 66 y/o female patient's right knee was revised due to poly wear. Patient was last known to be in stable condition following the event. Device will not be returning, hospital keeps all retrievals.

Manufacturer narrative:
Pending evaluation concomitant device(s): 02-010-01-0235 logic femoral ps cem left sz 3.5 4801857. 02-012-41-3525 logic tibia traptray cem sz 3.5f/2.5t 4761844. 200-02-32 three peg patella 32mm 5429765.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear, as reported in the experience report and legal documentation. Based on the image provided of the revised insert, there appears to be some minor deformation, scratching, and/or pitting on the articular surface. This appears unremarkable and consistent with implantation. However, this cannot be confirmed because the component was not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.